Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. We were unable to confirm that the unit exhibited an air detection alarm as reported; the unit performed according to specification. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "air detection" alarm, the ri-2 displays the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air, reinsert tubing and close the door." The operator's manual also provides possible conditions and additional recommended operator actions. The ri-2 may exhibit an "air detection" alarm for the following reasons: air in the line; tubing in the air detection sensor is not seated firmly in the detector; leak in the disposable; air detector sensor is dirty; air detector electronics are defective. Without the ability to reproduce the reported problem, a root cause cannot be established. Investigation of the device revealed that the unit was functioning as intended. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that another rapid infuser was brought in to complete the case without further issue; there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature.

Event description:
The user facility reported that the rapid infuser, ri-2 exhibited an "air in line" alarm during a case. Another rapid infuser was brought in to finish the case; no harm to the patient.